Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested out side the unite and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 347 mg/dl at the time of incident. The customer's current blood glucose is 287 mg/dl. The customer was treated with shots in the hospital. Based on customer report customer did not allege the insulin pump was under delivering. The customer stated that the drive support cap was flush. Customer also reports insulin pump had motor error. Customer got the motor error they stopped using insulin pump and since they at the hospital they gave her shots of insulin. The insulin pump will be returned for analysis.